Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. During evaluation stryker observed that the device was missing the flex cable assembly that connects to the power module, and the power cables were incorrectly routed. The power pcba assembly was replaced to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.